Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, prime/fill anomaly, time/clock anomaly or rewind grinding loud/noise anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to change time back as insulin pump lost time and was typically behind by minutes. The customer's blood glucose level was unknown. The customer also reported that insulin pump received unexplained no delivery alarms, had to re prime clear, had to prime longer using more insulin when priming the gear was winding back slower when priming and taking longer and diminished. The device will not be returned for analysis.